Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, the stent size appeared to be incorrect. The target lesions were in the right coronary artery (rca) and the mid left anterior descending artery (lad). The physician implanted a 2.75x32mm taxus liberte drug-eluting stent (des) in the distal to mid rca. A 3.0x32mm taxus liberte des box was selected, and the device was implanted in the mid to proximal rca; however, it is believed that the box labeled as a 3.0x32mm taxus liberte des contained a 2.75x32mm taxus liberte des. Another 3.0x32mm taxus liberte des was implanted in an unspecified location. There were no patient complications reported with the patient's current condition listed as "fine."

Manufacturer narrative:
Device analysis: no packaging has been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of the reported complaint could not be determined. Product unavailable for analysis.